Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and determined that a water line had separated causing the leak. The technician identified that a copper fitting was not properly installed on the water line which caused the reported event. The technician repaired the water line, tested the unit, confirmed the unit to be operating according to specification, and returned it to service. No additional issues have been reported with the sterilizer.

Event description:
The user facility reported their amsco 400 sterilizer was leaking water. No injury, procedural delay, or cancellation was reported.